Event description:
Customer alleged discrepant blood glucose results of "hi" (>600 mg/dl) on the advantage system, when compared with a result of 77 mg/dl from a professional meter in a hospital. The time between the tests was not reported. The customer was not treated. No further info was provided. A request was made for the return of the suspect device and replacement product was sent.